Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Please see attached memorandum for additional information. See scanned pages.

Event description:
The customer reported that during some seals there was minor bleeding from the vessel even though an end tone, signifying a completed seal-cycle, was heard. The user was able to finish the procedure with the instrument. However, it was discarded. There was no injury to the patient.